Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2011-01127. It was reported that during prep for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The lesion was located in a moderately tortuous and severely calcified mid right coronary artery (rca). During platform testing of the burr and rotawire, the burr was dripping the lubrication fluid but did not actively spray it when it began to rotate. Almost immediately after the burr began to rotate there was a burning smell and then the guide wire fractured. It seemed that the burr caused the wire break, as the break occurred right at tip of the burr which was outside of the guide sheath and the patient. The fractured piece of the wire remained lodged in the burr and could not be removed. A new guide wire was advanced to the distal rca and then was exchanged out through a micro-catheter for a new rotawire floppy guide wire. Further rotational atherectomy was performed using a new 1.5 mm burr and rotalink device. No patient complications occurred and the patient's status is okay.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2011-01127. It was reported that during prep for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The lesion was located in a moderately tortuous and severely calcified mid right coronary artery (rca). During platform testing of the burr and rotawire, the burr was dripping the lubrication fluid but did not actively spray it when it began to rotate. Almost immediately after the burr began to rotate there was a burning smell and then the guide wire fractured. It seemed that the burr caused the wire break, as the break occurred right at tip of the burr which was outside of the guide sheath and the patient. The fractured piece of the wire remained lodged in the burr and could not be removed. A new guide wire was advanced to the distal rca and then was exchanged out through a micro-catheter for a new rotawire floppy guide wire. Further rotational atherectomy was performed using a new 1.5 mm burr and rotalink device. No patient complications occurred and the patient's status is okay.